Event description:
It was reported that the procedure was performed to treat a lesion in the left coronary artery with mild calcification, and moderate tortuosity. Pre-dilation was performed with an unspecified 2.50x12 mm balloon and a 2.75x28 xience sierra stent was implanted at 12 atmospheres. During post dilation, an unspecified 2.75x12mm non-compliant balloon was inflated to 18 atmospheres and a dissection was noted at the distal edge of the stent. A 2.0x15mm xience sierra stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect(s) of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.